Event description:
It was reported that patient presented remotely via merlin.net. Review of the transmission showed that the implantable cardioverter defibrillator (ICD) exhibited noise oversensing, which led to incorrect signal interpretation and delivery of inappropriate therapy. Programming changes were made. Patient condition was stable.